Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. No low battery alerts noted. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test and displacement test. However, analysis was unable to prime the insulin pump during prime test due to faulty force sensor resistor. The insulin pump was received with minor scratches on lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer reported that they display would only go until countdown even after changing the battery. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.